Manufacturer narrative:
The product has not been requested to be returned but has not been rec'd. (B)(4).

Event description:
Customer reported the zipper teeth on panel "a" do not engage properly. Customer could not provide any further info or a specific date when issue was identified. No pt incident or injury was reported.